Event description:
There was an allegation of questionable ckmbl creatine kinase-mb (ck) results for 1 patient sample, questionable mg2 results for 1 patient sample, and questionable phos2 results for 3 patient samples on a cobas 6000 c (501) module. Patient 1: the initial ck result had an invalidating data flag. The sample was diluted with a 1:10 dilution and the result was 480 u/l. The sample was repeated and the results were 10275 u/l and 98540 u/l. The result of 98540 u/l was believed to be correct. The sample was repeated because the operator did not believe the result. Patient 2 the initial magnesium result was 5.3 mg/dl and the repeated result was 2.1 mg/dl. The sample was repeated because the operator did not believe the result. Patient 3: the initial phosphorus result was 12.7 mg/dl and the repeated result was 3.3 mg/dl. The sample was repeated due to the initial result being marked as a critical value. Patient 4: the initial phosphorus result was 16.6 mg/dl and the repeated result was 4.6 mg/dl. The sample was repeated due to the initial result being marked as a critical value. Patient 5: the initial phosphorus result was 15.6 mg/dl and the repeated result was 3.8 mg/dl. The sample was repeated due to the initial result being marked as a critical value. The repeated results were believed to be correct.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service representative found a clot had transferred from the sample probe into the reaction cells. The clot clogged a rinse nozzle, which caused the reaction cell to overflow. He cleaned out the rinse nozzle, which appeared to resolve the issue. He verified the rinse levels and performed checks and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.